Manufacturer narrative:
H10: the actual device and two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak for the actual and companion samples. Functional testing (pressure, clear passage under water, priming) was performed on all returned samples, and the devices were found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of paclitaxel sets leaked after connecting and priming to intravenous bags. There was no patient involvement. No additional information is available.